Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings: a review of the pump black box showed the data had been overwritten due to continued use however multiple pump reboots, voltage drops and evidence of short battery life was observed. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the battery cap threads were damaged and the cap was unable to fully tighten to the pump. Due to the damage, the pump intermittently powered on with returned battery cap. A test battery cap was used for all testing. Unrelated to these issues, the keypad was observed to be torn at the up arrow button. All of the keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the battery cap threads were damaged and the cap was unable to fully tighten to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/20/2015.